Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high, out of range pace impedance measurement. The patient was going to be brought in for additional testing. Additional information indicates that the cause of the observation was not determined. There have been no programming change. No adverse patient effects were reported. The system remains in service.